Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire and one raulerson syringe. The guide wire was kinked at 1, 1.5, and 37 cm from the j-tip at the distal end. The wire was found to be intact with no unraveling or separation and within dimensional specifications. Functional testing was performed using a straightening tube to insert the j-bend of a lab inventory wire through the returned syringe at multiple orientations. No resistance was encountered. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques for inserting the guide wire with the raulerson syringe. Based upon the observed damage to the guide wire, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that in the dialysis room during insertion, the user met with difficulty when attempting to advance the guide wire through the raulerson syringe placed in the patient's right femoral vein. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.